Manufacturer narrative:
(B)(4). Alleged failure: it was reported that a laparoscopic mini metz scissor had a piece break off in the patient, which they were unable to retrieve. It was reported that the part which broke was not one of the blade tips, but at the base of the right hand blade where it is fixed to the scissor mechanism. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes could be user excessive force, instrument wear, or excessive devise loads. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that a laparoscopic mini metz scissor had a piece break off in the patient and was not retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a laparoscopic mini metz scissor had a piece break off in the patient and was not retrieved.